Manufacturer narrative:
The sample was returned, reported complaint cannot be confirmed from the returned product. Iol returned in a sealed non-company pouch. Iol was cut in half though the center of the optic. Solution was dried on the iol. The root cause for the reported complaint could not be determined. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following a cataract extraction with intraocular lens (iol) implant procedure, the patient experienced persisting irritation and discomfort for two months. The lens was replaced in a secondary procedure. Additional information was requested and received, stating the lens was replaced with another company's lens. There are two medical device reports associated with this patient. This report is for right eye.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).